Manufacturer narrative:
The reported event could be confirmed, based on available medical records and assessment of health care professionals. The device inspection was not possible as the product was not returned for investigation. The batch record could not be reviewed because the affected device was not returned, and the lot number was not communicated. A review of the labeling did not indicate any abnormalities. Upon further investigation of the CT scans by healthcare professionals the following was observed: after reviewing hcp opinion and surgeon¿s feedback we have observed that the tibial component shows some radiolucency and cyst. Loosening could be possible with no migration visible. Pe seems attached with components, no sign of breakage or separation. The talar component shows radiolucence and some larger anteriorly positioned cysts visible, hence loosening is likely there and migration could not be confirmed. Based on investigation, the root cause was attributed to a patient related issue. The failure is detected by the radiolucence and cyst around tibial tray and talar components. If device is returned or any further information is provided, the investigation report will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has chronic pain and may require a revision surgery due to both tibia and talus loosening.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient has chronic pain and may require a revision surgery due to both tibia and talus loosening

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.